Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date is not available. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative adjusted the power and frequency knobs. Performed preventative maintenance, user verification test, and operational verification procedures according to manufacturer specifications.

Event description:
The customer reported the power knob only goes to 7-8 and the frequency knob cannot be adjusted to 15 and has requested preventative maintenance. Patient involvement is unknown.